Event description:
It was reported that an ilet user treated a low blood glucose at 80 mg/dl to reach a personal target of 140 mg/dl before sleep and subsequently recorded a highest glucose of 184 mg/dl, consistent with user overtreatment rather than a device malfunction. Symptoms included hyperglycemia and anxiety. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.